Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2022 07:40 35 mg/dl performa; (B)(6) 2022 07:40 89 mg/dl instant.